Event description:
Patient was positioned on chair for shoulder scope surgery, face secured with velcro straps compatible with bed, anesthesia, nurse, attending surgeon all participated in head positioning confirming safe and aligned head, about 1 hour into surgery, certified registered nurse anesthetists (crna) called registered nurse (rn) to help reposition head after finding it to have slid almost all the way out of the velcro positioner. Crna, attending anesthesiologist, and circulating rn were able to align head back into appropriate position after a dangerous catch.